Event description:
It was reported that the implantable cardioverter defibrillator incorrectly diagnosed an arrhythmia and delivered a shock for an atrial supra ventricular tachycardia (svt) event. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. There was a sudden onset of sinus tachycardia and the pr logic was unable to withhold.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).